Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up the morning of the call, her site was bad and that the needle was bent. She said that she changed her infusion set and while refilling her reservoir, she received a no delivery alarm. The customer said that she took the battery out of her pump, put it back in and attempted to refill the reservoir and was successful at refilling. She said that the no delivery alarm occurred while she was holding down the act button while trying to fill her tubing. After no delivery alarm during manual prime troubleshooting, the pump did not alarm. The customer mentioned that her blood glucose was 500 mg/dl and that she had treated with an insulin shot and the pump. She said that she does not have the information regarding her reservoirs or infusion sets and declined to troubleshoot for the bent infusion set cannula. The customer mentioned that she was giving herself a bolus when she received a no delivery alarm during basal/bolus/fixed prime. After troubleshooting, the customer was advised that the pump was working as designed. The insulin pump and the infusion set will not be returning for analysis.